Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was leaking. When the nurse withdrew the water only 6cc of fluid was in the balloon. She reinflated the balloon with 10 cc and the foley leaked. 8cc was found in the balloon at the time of re-inflation. The nurse did not report any occlusion/retention issues. No medical intervention was required.

Manufacturer narrative:
The reported event is confirmed as manufacturing-related. An eggshell lubricath ic temperature sensing foley was returned open without its original packaging. The catheter was inflated with 10cc of di water using a leur lock syringe. No balloon leakage was noticed. The balloon appeared to be asymmetric. The catheter was then passively deflated with no issues. The catheter was then inflated with 10cc of air to further confirm the asymmetry. The asymmetry was seen again. The asymmetry seen with water inflation appeared to be in specifications, but the asymmetry with air inflation was out of specifications. The device was being used for treatment. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was leaking. When the nurse withdrew the water only 6cc of fluid was in the balloon. She reinflated the balloon with 10 cc and the foley leaked. 8cc was found in the balloon at the time of re-inflation. The nurse did not report any occlusion/retention issues. No medical intervention was required.